Event description:
Event description boston scientific crm received information that this atrial lead displayed impedance measurements less than 100 ohms in the bipolar configuration. In addition, sensing and threshold measurements were unable to be measured in the bipolar configuration. Sensing and threshold measurements were obtained in the unipolar configuration; and impedance measurements were noted to be 230 ohms. A fracture to the lead insulation was suspected and the pacemaker was programmed from ddd to vvi mode. Forty four days later, the lead was explanted due to the suspected lead fracture; and was successfully replaced with a competitor's model. The explanted lead was returned for analysis.